Event description:
It was reported that a motor error was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and motor rate error was recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. Combination of worm coupling, worm gear, motor bracket, lead screw and both clutch halves were found old, very dirty and worn out due to normal wear. Service replaced the whole motor assembly (stepper motor included), worm gear, lead screw and both clutch halves. Performed pm maintenance and all functional testing.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on (B)(6) 2022 via email and attached to complaint object: no patient involvement. H6: event problem and evaluation codes: updated.